Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the physician after hearing an alert. The right ventricular lead was noted to have high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.